Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d154awg implantable cardioverter defibrillator 2008-(B)(6). (B)(4).

Event description:
It was reported that the lead had moved after implant as the lead was undersensing. The lead was initially reprogrammed and was later capped and replaced. It was also reported that the device had early battery depletion due to chronically high right ventricular lead output. No patient complications have been reported as a result of this event.